Manufacturer narrative:
The initial bleeding from outflow graft was captured in MFR# 2916596-2019-04306. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was upgraded to status 1 in transplant list due to continued bleeding from a hole in his sternum which ended up being a hole in the mid-section of the outflow graft. The patient underwent heart transplant. The device will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the event could not conclusively be determined through this evaluation. It was reported that the patient was upgraded to status 1 on transplant list due to continued bleeding from a hole in their sternum, which ended up being a hole in the mid-section of the outflow graft. The patient underwent a heart transplant. It was reported the device would not be returned for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.